Event description:
It was reported that during a da vinci-assisted surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that an error that was previously reported continued to recur. The error started at the beginning of this procedure. The surgeon recovered and resumed use. The error had returned again at the end of the procedure and the universal surgical manipulator (usm) was disabled. Customer restarted the system after restarting and will continued with the scheduled procedures. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon did not disable or discontinued the arm due to the issue. The procedure was completed robotically with all 4 arms. Isi followed up with the initial reporter and obtained the following additional information: the surgeon did not disable or discontinue use of arm due to issue. The procedure was completed robotically with all 4 arms. Patient demographics were not known.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm and the fa is still in progress. The complaint was confirmed based on the field evaluation. .

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed. In remote fe, errors 32114, 32097, and 31226 were confirmed. Upon visual inspection no issues were found that would be related to the reported issues. The unit was tested on an in-house system, and failed normal mode trigging 31226. The unit was then installed onto a patient side cart fixture test platform (pftp) where the unit failed the fiber test pointing to the clock spring and parallelogram fiber assembly. Once tested was completed, the clock spring, and parallelogram fibers were aba (applied behavior analysis) tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the clock spring and parallelogram fiber assembly in the usm.